Event description:
Reference MFR's report 1627487-2009-00341. The pt received his scs system consisting of an ipg and 2 leads on (B) (6) 2007. It was reported that due to high lead impedance the pt's leads were explanted and replaced with the same model leads. The pt reportedly stated that he had not fallen. F/u on the pt found no further issues reported.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.